Event description:
It was reported that during start up the programmer displayed a black screen with an error number on it. It was recommended that the radiofrequency (rf) head be removed and then reboot the programmer. This did not resolve the issue. The event occurred while trying to perform follow-up on an implantable pulse generator (ipg). The programmer is unable to be returned to the manufacturer due to local customs reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).